Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving an error message of either ¿replace test strip or not enough blood.¿ this complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that she took her usual 8 units of insulin on the morning of (B)(6) 2014 when she experienced the onset of the reported error message on the subject meter. Within 10 minutes, she developed symptoms described as ¿shaky¿ and promptly administered self treatment with food and/or drink at the time of concern. The error message issue was resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported due to possible use error and because the patient had symptom suggestive of hypoglycemia and required treatment after the error message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.